Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
It was reported the customer had several cracks around their reservoir compartment. Customer stated they were worried their reservoir would fall apart. Customer's blood glucose was unknown. It was found the customer had dropped their insulin pump once. The customer also reported experiencing a high blood glucose of 500 mg/dl. Customer had treated their blood glucose with the insulin pump and manual injections. The customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.